Manufacturer narrative:
Correction: initial reporter updated. A software analysis was initiated to determine the probable cause of the issue through log analysis and known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Device UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue, ¿unable to acquire 3d scans¿ could not be reproduced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. Device manufacture date is unavailable.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the a sacroiliac and thoracolumbar procedure, the site was using the system for a non-navigated case and took the ap and lateral, but when they went to take a 3d, the system would not acquire. The green light appeared at the top of the mobile viewing station (mvs); however it never spun. The site used only the ap and lateral to proceed with the procedure. There was no delay to the procedure. There was no reported impact on patient outcome.